Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 440-545 mg/dl. Elevated bg was address by correction bolus and resumed insulin delivery.